Event description:
It was reported to medtronic minimed that the customer experienced damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed and the customer reported a crack at the display. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient returned pump for an alleged cosmetic damage located at the lcd window display observed on 10-dec-2024. Pump received with a blank display and missing segments/partial display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found a cracked glass and moisture damage to the pcba 1, pcba 2, and force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked glass, bleeding (lcd window display), scratched case, stained keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. Missing segments/partial display was confirmed due to cracked lcd glass. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Unable to download history files and traces using thump due to blank display. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.